Event description:
From staff: patient was found to have a perivalvular leak via echo post tavr procedure on [redacted date]. Patient was made aware of the leak and underwent a balloon procedure on [redacted date]. From physicians note: the patient had a 1-month post tavr follow up on [redacted date]. The echo showed lvef 65% with tavr valve with increased gradient and mild to moderate paravalvular leak. The peak velocity was 3.2 m/sec, mean gradient 23mmhg, peak gradient 42mmhg. Patient was not feeling well, with progressive shortness of breath and chest pressure with exertion. It was recommended to proceed with tee and heart catheterization. These were performed on [redacted date]. The tee showed evidence of paravalvular leak as well as patient prosthesis mismatch with mean gradient 24mmhg v max 3.3 m/sec. The coronary angiography showed patient [redacted name] to the lad, 80% stenosis in the mid left circumflex artery that was proximal to the svg anastomosis, patent svg to the om3, 80% lesion in the svg to the mid ramus intermedius. This last lesion was stented. On [redacted date] the patient underwent balloon valvuloplasty resulting in resolution of the paravalvular leak. However, severe intra valvular aortic valve insufficiency developed. Therefore, they proceeded with valve in valve tavr via left femoral approach with 23mm sapien 3 ultra bioprosthetic valve. The echo the next day showed normal lv size with hyperdynamic systolic function with lvef 70%. The tavr valve had mean gradient 25mmhg, peak gradient 46mmhg, aortic valve area 0.9cm2. It was felt that the elevated gradients were due to hyperdynamic lv function as well as patient prosthesis mismatch. The patient did well and was discharged home the next day. Manufacturer response for 3 ultra transcatheter heart valve, (brand not provided) (per site reporter). [Redacted name] edwards lifescience rep, has been involved in this event.